Event description:
It was reported that during a low anterior resection procedure, the surgeon tried to close the device, would not close. Another device was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received in good visual condition and with the original cartridge loaded in the device. The cartridge was received partially fired with all the staples in box shape, the washer was uncut and the knife was recessed below the cartridge deck. The device was closed without any difficulties, however, it could not be opened, it was noted that when pushed down the release button would stick, possibly due to interference between handles and button not allowing the device to open. The device was disassembled to verify the condition of the internal components and it was noted that the holes behind the plates were not assembled over the handles correctly, all the plates were moved down allowing interference between handles and the button. During the analysis the device was closed without any difficulties.